Event description:
Der and clinical report received. Patient was revised to address metal on metal wear and elevated metal ion levels (cobalt=11, chromium=8.8).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including but not limited to, pain, discomfort, difficulty ambulating and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 5/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, disfigurement from surgeries, permanent damage to hip due to interventional care, imbalance, headaches, mobility loss, range of motionloss and mental anguish. Medical records reported tremor, memory impairment, dizziness, failure to thrive and lab results for metal ions greater than 7 parts per billion. Revision surgical report noted absolutely no evidence of metal reaction, no pseudotumor, no metallosis, no wear, no osteolysis, and components looked good. Stem added to complaint for elevated metal ions. The complaint was updated on: jun 2, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update rec'd 11/05/2014 - patient's medical records were received. Medical reoords were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/01/2014.